Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 435 mg/dl, at the time of incidence. Customer reported that they received no delivery alarm after connecting to insulin pump. Customer was treat with manual injection for high blood glucose level. Customer reported that the insulin was exited. The insulin pump will not be returned for analysis.